Event description:
Boston scientific received information that during a routine clinic follow up, this right atrial (ra) lead and pulse generator (pg) indicated that a lead safety switch (lss) had occurred. The date of occurrence and value of the impedance measurement was unknown. Noise was also seen in unipolar configuration. The device was reprogrammed to bipolar configuration. There were no adverse patient effects reported. The system remains in service.

Manufacturer narrative:
As of today, no additional information is available and at this time, our investigation is complete. Should additional information become available, this report will be updated.

Event description:
Subsequent information was received that indicated additional lss's had been triggered. The patient was seen in clinic for follow up where the lead impedance measurement was noted to have been low. Noise was able to be recreated with isometrics. The lead was reprogrammed back to bipolar. The system will continue to be monitored. There were no adverse patient effects reported.

Event description:
Subsequent information indicates that the patient underwent a revision procedure where the lead was explanted and replaced.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was thoroughly inspected and analyzed. The lead was returned severed 70mm from the terminal pin, in two segments, totaling 520mm in length. Visual inspection noted lead extraction damage from the explant procedure. Detailed analysis found the insulation to be abraded through to the anode conductor coil approximately 108-110mm from the terminal pin. There were multiple surface abrasions over the insulation. The abrasion was smooth and appeared to spiral around the lead. It was determined that the damage was most likely caused by lead-on-lead interaction.